Event description:
It was reported that during the attempted implant of a transcatheter valve, a dissection was observed at the ascending aorta by the valve during recapture. Subsequently, the valve was withdrawn from the patient, and a thoracotomy was performed to repair the dissection.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, a dissection was observed at the ascending aorta by the valve during recapture. Subsequently, the valve was withdrawn from the patient, and a thoracotomy was performed to repair the dissection. Additional information was received that the valve was recaptured one time due to the implant depth. Per the physician, the dissection was caused by the valve stent during recapture; however, the dcs and non-medtronic guidewire did not cause or contribute to the dissection. It was noted that the patients calcified and horizontal anatomy contributed to the dissection.